Manufacturer narrative:
To date, the product sample was not returned to the qa lab for analysis. Without the sample, a detailed investigation could not be performed. The device history record (DHR) indicates the lot/serial number was released meeting all qa specifications. MDR access numbers for all related reports included in a trend analysis, and the reason for their inclusion: a trend analysis was conducted to identify similar reports of the locking collar assembly breaking and the metal pin from this assembly possibly disengaging into the surgical cavity. This trend was conducted on this catalog number (omst10bt) for the previous two years (3/1/2005 to 2/28/2007). This analysis identified 25 other MDR access numbers within this trend. Additionally, the number of devices mfg during the period of time of these reports (3/1/2005 to 2/28/2007) was 382,601. Therefore, the frequency of reports for this condition is approx less than 0.065 reports per 1000 units produced during that time. The MDR access numbers for these reports are as follows: see scanned table.